Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rev t3-pelvis, broken rods at l5/s1; (B)(6), (B)(6) hospital (B)(6) 2018. Pt in for surgery for broken rods at l5/s1 on both sides. Existing construct - t3-pelvis ((B)(6) 2015). Surgeon stated that there was no obvious non union. Replaced screws and rods, at l4-pelvis. Also noted that when he went to remove the iliac screw on the l) side, the screw head broke off from the shaft. The surgeon left this in the patient and placed another screw in the pelvis. The rods were removed and replaced and joined to the remaining construct with axial connectors.